Event description:
During an abdominal procedure, the anvil disengaged. The surgeon retrieved the anvil laparoscopically and applied another device to complete the procedure. No pt injury was reported.

Manufacturer narrative:
6/3/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.